Manufacturer narrative:
The recipient reportedly underwent repositioning surgery on (B)(6) 2015. At activation, stimuli was not obtained and strange impedances were measured. An x-ray was completed and showed the electrode outside the cochlea. A second repositioning surgery was conducted on may 28, 2015.

Manufacturer narrative:
The patient's device was explanted. The company was informed that the patient's device was not repositioned on (B)(6) 2015, but the patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a shifted the electrode ground ring and broken electrode wires. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection confirmed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
It was reported that the recipient's device has migrated. Repositioning surgery has been scheduled.